Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch select meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that in (B)(6) 2015 she obtained results of 144, 158, 125, 132, 224, 253, 278 and 247mg/dl on the subject meter, which she felt were inaccurately high in comparison to results of 112, 110 and 102mg/dl on a onetouch ultra meter. The tests were performed more than 30 minutes apart. The patient manages her diabetes with oral medication, diet and exercise and continued to take her usual dose of metformin pills in response to the alleged issue. The patient denied developing any symptoms as a result of the issue however stated that in (B)(6) 2015 she was treated in a doctor's office with glucose tablets or gel and had her blood glucose tested on a clinic meter, however could not specify the results obtained. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention for a blood glucose excursion from a healthcare professional after the alleged meter issue occurred.